Event description:
It was reported that pump displayed only backlight with no graphics visible, which affected ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.